Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) had a h202 skin reaction while removing the packaging of a sterrad® 100nx cassette and his fingers turned white. He washed the affected area with water and was seen in employee health. He stated the white marks on the finger were completely gone by the next morning and stated he was okay. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, product trending by lot number and system risk analysis (sra). ¿the batch record was not reviewed as the lot number of the cassette was not available. ¿complaint trending by lot number was not performed as the lot number was not available. ¿the sra indicates the risk associated with improper handling of a cassette is "low." The issue has been attributed to user error as the healthcare worker (hcw) handled a cassette without utilizing proper personal protective equipment (ppe). The customer was retrained on proper use of wearing ppe to avoid this issue in the future. In addition, the facility has put up warning signs in the room stating that ppe needs to be used all the times while using cassettes or handling loads. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).